Event description:
During the first follow-up on (B)(6) 2015, the remaining longevity of the pacemaker was 5,5 years, with around 100% of v pacing and 55% of a pacing. The implant manual gives a longevity of 6,1 years with 100% of v pacing and a pacing. Physician suspects an issue with device. Preliminary analysis shows that the remaining longevity estimation is consistent with the parameters programming of this device.

Manufacturer narrative:
(B)(4).

Event description:
During the first follow-up on (B)(6) 2015, the remaining longevity of the pacemaker was 5,5 years, with around 100% of v pacing and 55% of a pacing. The implant manual gives a longevity of 6,1 years with 100% of v pacing and a pacing. Physician suspects an issue with device. Preliminary analysis shows that the remaining longevity estimation is consistent with the parameters programming of this device.